Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a right side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, crease fold, and one extended opening on the posterior. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified one sharp crease opening on the posterior, stress marks, non-penetrating nick, and wear abrasion. Based on the device analysis, the final assessment was one sharp crease opening assessed as fold flaw opening.

Event description:
Device has been explanted.